Event description:
The customer reported that they defibrillated a pt and then attempted to pace with a lifepak 9 defibrillator and r2 cable. The devices would not pace. The medical personnel switched defibrillators. They still could not pace. The pt expired. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.